Manufacturer narrative:
(B)(4). Evaluation: a guide wire and an introducer catheter were returned for analysis. The sample was received with the guide wire inside the catheter and protrudent form both ends. The tip of the catheter is stuck on the guide wire approximately 15 cm from the j-end. The catheter was pulled back and resistance on the guide wire disappeared. The guide wire has multiple bends along the distal half. A manual tug test on both ends of the guide wire found on unraveling or separations. Upon microscopic examination, the guide wire has displaced coils in the area of resistance which increased the overall diameter of the guide wire in the damaged area. The diameter of the guide wire was measured and met specification. Instructions for use describe suggested techniques to minimize the likelihood of guide wire damaged during use. The device history records were not reviewed as part of this lab investigation. The investigation found no evidence to suggest a manufacturing related cause. The reported complaint of resistance passing the guide wire through the introducer catheter was confirmed through visual inspection of the returned ample. Based upon the bend and displaced coils on the guide wire, the potential cause was determined to be procedure related.

Event description:
It was reported that in the operating room, strong resistance was met when attempting to insert the swg through the catheter/needle at approximately 15 cm. As a result, the catheter over needle assembly was left in place and a new swg was used to successfully complete the procedure. There was no reported delay, death, or complications to the pt.